Event description:
It was further reported that the patient continued to have increasing short v-v interval counts, and that the impedance and thresholds were now also trending upward. The patient was continuing to be monitored.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met with patient alert for lead failure predictor on (B)(6) 2013. Also analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with ventricular sic equal to 1595 counts, in 84.87 days, between (B)(6)2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead due to sensing integrity count and non-sustained tachycardia. It was indicated that the oversensing was unable to be reproduced and the non-sustained tachycardia events appeared to be real events and not noise. It was also noted that the sensing configuration was rv tip to rv coil. The rv lead remains in use. No patient complications have been reported as a result of this event.